Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: thirty customer returned samples were pressurized tested for leakage in tubing with no defects identified. A review of the device history record was completed for lot 6194715, reorder number (B)(4). Product was manufactured at the bd (B)(4) site july 2016. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that when using a bd vacutainer® push button blood collection set, blood from the device retraced back into the patients vein. There was report of injury or medical interventions.